Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use for the planned (non-emergency) procedure which was completed by restarting the system with delay. A philips field service engineer (fse) went onsite and confirmed that all the geometry movements were unavailable partially. The analysis of the system log file found ¿application error: unable to communicate with geo ipc. Sid is unknown and no movements are available,¿ and confirmed geo ipc occasionally failed to start. The suspected geo ipc was returned to philips for further analysis. The cause of the geo ipc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the geo ipc by the field service engineer has resolved the reported issue and restored the functionality of the system. After functional checks, the system was returned to working conditions. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system geometry movements were partly available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.